Event description:
Per the study, 8 months after undergoing stent placement of the proximal (rca) right coronary artery and mid circumflex, the pt was admitted with a q-wave myocardial infarction, chest pain and st segment changes on the ECG of the inferior portion. After the admission, an angiogram revealed stent thrombus, total occlusion of the coronary artery and re-stenosis of the stented segments. The pt underwent a (pci) procedure of an 80% stenosis of the rca, 100% stenosis of the mid circumflex stented segments, and a new lesion of the proximal circumflex artery. After the procedure, the pt was in good health.

Manufacturer narrative:
This pt was admitted for the index procedure for a pci (percutaneous coronary intervention) of the mid-circumflex artery and the proximal (rca) right coronary artery. The mid-circumflex lesion was 70% occluded, type b1, without calcification or thrombus and a timi 3 flow. The lesion was pre-dilated with an unk 2.5x12mm balloon at 8 atms. A bx sonic 3x13mm stent was implanted at 14 atms. No post-dilatation was performed and the final timi flow was 3. The proximal-rca lesion was 75% occluded, type b1, without calcification or thrombus and a timi 3 flow. The lesion was pre-dilated with an unk 2.5x12mm balloon at 8 atms. A bx sonic 3x18mm stent was implanted at 14 atms. No post-dilatation was performed and the final timi flow was 3. The lesion length for the mid (cx) circumflex was 12.3mm and the rvd in the mld point was 2.39mm. The proximal rca length was 13.47mm and the rvd in the mld point of 2.57mm. The residual in stent and in segment stenosis for the mid-cx was 9.45% and for the proximal rca the in stent stenosis was 18.43% and the in segment stenosis was 32.42%. After the stents were deployed, lesions in the pl, 2, distal lad, om1 and om2 remain untreated. The post procedure medicine regimen consisted of asa, ticlopidine, statins and insulin. Three months after undergoing the pci procedure the pt was admitted with an acute mi and chest pain. The mi was related to the procedure or post intervention and related to the tv. The peak value for cpk-mb was 39 (normal <5). The ECG changes present were abnormal st segment changes located in the inferior region. The mid-circumflex lesion was 90% occlude, the proximal rca lesion was 100% occluded and stent thrombus, occlusion, re-stenosis of stented segment was reported. Additionally a new significant lesion was noted in the proximal circumflex artery. The new lesion was within 5mm from the previous stent implanted in the mid circumflex vessel. The event was treated with (poba) pain old balloon angioplasty. The equipment utilized to treat the new events included a mach guidewire, ach 1 fr (4.0 fr6 (boston)); medium ptca guidewire 0.014 j (boston), a 3x20mm maverick balloon and ck2 balloon. Pre-procedure medications consisted of ufh and valium. During the event, the medications given were asa, ticlopidine, statins, and insulin. The pt status post event was "recovered." The cec determination was mace related to the procedure. Please note that this device is distributed outside the united states; however, it is similar to the united states product sw pr13300. This is the first of 2 products involved with this adverse event, which is associated with mfg report # 9616099-2006-00404 and 9616099-2007-01570. Additional information will be submitted within 30 days upon receipt.